Event description:
On 2nd sep 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-1204af-105, flipcutter® ii, 10.5 mm, the tip broke while drilling. This was detected during a pcl reconstruction with allograft and internal brace on (B)(6) 2025. The case was completed successfully by using a new ar-1204af-105. The tip was break off inside the patient and the broken piece was not retrieved from the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The failure was likely due to user error, such as improper bone preparation, misaligned insertion, or excessive force during drilling, which may have exceeded the device¿s structural limits and caused the tip to break. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.